Event description:
Six coils were used in a mca aneurysm coiling procedure. It was reported the physician observed a metallic artifact in the vasculature distal to the coiled aneurysm (from MRI images). No pt injury reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were implanted in the patient. At this time, there is no evidence that links the use of these devices to the reported event. (See scanned pages).